Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an image defect. The issue was observed during a therapeutic (lapacole) procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the adhesive around the objective lens was peeled, due to damage on the charged coupled device (ccd) unit in endoscope connector the color tone of the image was not proper, and due to damage on video plug the color tone of the image was not proper this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the charged coupled device (ccd) unit a noise image occurred, because the electrical contact of the video connector was shaved a noise image occurred, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the video connector had a scratch and a crack, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the video connector case had a scratch, the light guide cover glass had a scratch, the light guide connector had a scratch, switch 1 had a scratch, the lock engagement lever had a scratch, the right/left and up/down plates both had a scratch, the grip had a scratch, the control unit had a scratch, the adhesive on the bending section cover rubber had a chip, and the angulation lever had a scratch.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive peeling around the objective lens was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. Charge-coupled device damage resulted in image disruption. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. ¦inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Event 2: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.